Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, the lens remains implanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor felt a lot of resistance when he screwed the device. The preloaded intraocular lens (iol) did not come out of the tip of the cartridge properly. The iol was marked/scratched on the side during implantation. The iol remains implanted. No further details provided.

Manufacturer narrative:
Corrected information: in the report submitted mar 14, 2024 (md-0018436), an incorrect catalog number was inadvertently submitted. This report contains the corrected catalog number. Section d4 - catalog #: dcb0000115 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.